Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Insulin pump received missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked keypad overlay, pillowing keypad overlay, end cap address label missing and serial label number missing.

Event description:
Information received by medtronic indicated that the insulin pump was not responding to the batteries. Advise to customer to install new or fully charged. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.